Event description:
While at hospital, patient had CT scan with pump on. After this, patient incurrint low bgs. This was a failure by the user to follow directions/warnings as listed in the IFU and as directed in animas training, which warns or effects of pump contact in high magnetic fields as in mr or CT. The affects of this contact can result in the encoder allowing over infusion of insulin which would cause low bgs.